Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37744 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was "doing great". The impedances were checked and all of the connections "looked good". The doctor thought the patient was sore from surgery. There were no malfunctions seen. No further information was provided.

Event description:
It was reported that the patient experienced acute pain which had been going on since he was implanted. The reporter indicated that the patient's implantable neurostimulator (ins) and leads were revised on (B)(6) 2012. The leads were revised so that they could be a "little closer to the right area" whereas the ins was revised because, it was in an "uncomfortable location" and was "rubbing against the patient's bone". The reporter stated that the patient had more pain than he did before the revision. Additional information has been requested but was not available as of the date of this report.